Manufacturer narrative:
The technician found the sidecomm board was not functioning. He replaced the sidecomm board to repair the bed.

Event description:
The account alleged the bed has no nurse call.